Event description:
Patient was intubated, team getting ready to position the patient for the right shoulder arthroscopy. Attending surgeon on the head of the bed. Crna on the left side of the patient securing the airway. One circulator on the right side of the patient getting ready to help out on positioning. Another circulator on the left side of the patient holding the left arm of the patient. Surgeon instructed that we are all ready to position. Lifting up the beach chair, as he was lifting the beach chair into position, the positioner disengaged on the sides of the rail, causing the patient to slide to the floor. Attended to patient quickly by stabilizing the head and neck. Maintained patent airway. Patient positioned in supine position on the floor and maintained spinal alignment. Help came and was asked to get a c-spine collar and spinal hard long board. C-spine collar applied, patient log roll into the board and transferred to the stretcher. Patient send to CT scan for further evaluation. FDA safety report ID# (B)(4).